Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported that different lot numbers of his insulin infusion sets are leaking. He stated he knows that some of the wetness at his site is from "tunneling/pooling" but he also sees insulin leaking from the "display window" of the headset. He said he has seen some physical tears on the headset where the insulin leaks. He stated he has previously been sent courtesy samples of 2 other types of infusion sets and 1 of them leaked also. He did not keep any of the leaking infusion sets. He said only 1 appeared to work for him but he had some difficulty in pulling it off of his skin. Courtesy infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.